Event description:
It was reported that the patient fell with her previous implant and that was why they replaced it in (B)(6) 2011. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# j0349512v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).